Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
During the completion of surgery, the 4 x 9 trial insert broke and was thrown away.